Event description:
The pt had two leads (from the same lot). It was reported the pt was unable to turn up the amplitude and stimulation was auto-reducing. An impedance check was performed and revealed six invalid contacts. X-rays were taken and one of the leads was found to be fractured. As a result, the fractured lead was explanted and replaced. The explanted product may not be returned to sjm. Coverage was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.